Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed . It is unknown if the unit was in use on patient.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided. The service history record was reviewed and no repair information was found.